Event description:
The hospital reported the sodalime was not changing color as expected when the end tidal c02 level in the pt's airway tubing became elevated. The hospital also believes the sodalime is not lasting as long as the previous brand of absorbent.